Event description:
It was reported that on (B)(6) 2025, a 29 mm masters valve was selected for implant. After the valve was implanted, the valve leaflets were noted to be misaligned when they opened and closed. While testing the opening and closing using the valve testing device and attempting repositioning of the valve, one of the leaflets fractured. The piece was retrieved from the patient and it is unknown if a replacement device was used. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of valve leaflets misaligned when opening and closing and subsequent leaflet fracture was reported. The investigation found that the valve was returned with a fractured leaflet and dislodged from the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The root cause of the leaflet fracture could not be conclusively determined as there was no evidence of material defect in the carbon coating that may have caused or contributed to the fractured leaflet. The damage may have been caused by some external force applied to the valve which overstressed the carbon material. However, this cannot be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.